Event description:
It was reported that the user received an insulin low alert on an ilet system and was guided through a full supply change of the steel infusion set and cartridge, after which insulin delivery resumed; the reported blood glucose was 192 mg/dl. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed no device malfunction confirmed and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.